Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) has never worked properly from the first day of activation; therefore, he wants it to be replaced. No additional information was provided.

Manufacturer narrative:
Corrected h6: impact codes the exact event date was not available, therefore the date 03/01/2014 was used as estimate, as it was reported that the device did not work properly since its activation. Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
The exact event date was not available, therefore the date 03/01/2014 was used as estimate, as it was reported that the device did not work properly since its activation.

Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) has never worked properly from the first day of activation; therefore, he wants it to be replaced. No additional information was provided.